Manufacturer narrative:
Correction: please note, conclusion code 67, result code (B)(4), and method code (B)(4) no longer apply to this report.. Analysis of the returned ins (serial # (B)(4)) revealed that the setscrew was backed out too far, beyond the point of being able to engage with the connector block. Visual inspection of the ins did not reveal any other anomaly. The ins passed a series of defined and qualified automated functional tests. Lead insertion and withdrawal was performed three times with a dry lead, and was found to be within specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that during the implant of the ins, the tined lead that was used for the evaluation phase could not be entered into the header of the ins. There were no environmental/external/patient factors that may have led or contributed to the issue. The lead contacts had been cleaned and the set screw was adjusted in order to get the lead entered. The lead could not be advanced farther than about 1 centimeter of depth into the header. It was noted that the physician handled it very carefully. Another ins was used to attach the lead. The lead could be entered into this ins without any problem. The issue was resolved. No surgical intervention occurred or was planned. No symptoms were reported and the patient was alive with no injury. The issue occurred during a procedure.